Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that he had some large air bubbles in his patient line. The technical service representative (tsr) then assisted the hp to start over with all new supplies. During a follow up with the hp, the hp explained that he did not have any fluid coming out at initial drain and that is what was causing the air to gather in the patient line. The issue was resolved. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the ldva is in progress through (B)(4).